Manufacturer narrative:
(B)(4). Eval, results: (based on the info provided no root cause can be determined). (Mi).

Event description:
An endeavor sprint rapid exchange drug eluting stent was deployed in the proximal and mid lad during index procedure. Ivus confirmed complete apposition of the stent to the vessel wall. The same day, the pt suffered chest pain. An echocardiogram confirmed that the proximal cx was totally occluded. A non-medtronic stent was implanted to treat the ischemia/mi. The investigator reports that there is no causal relationship with the product or zotarolimus, but the relationship to the procedure is unk. The pt is reported to have recovered. No additional clinical sequelae were reported.